Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07629. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision due to erosion on (B)(6) 2008 at the same implanting facility. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2011.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.